Manufacturer narrative:
The device was returned and investigated. Visual analysis was performed on the returned stent and tip. The reported tip detachment (material separation) was confirmed. The failure to follow instructions was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar complaints. The supera instructions for use (IFU) instructs: ¿under fluoroscopy, remove the device from the guide wire and evaluate the improved luminal quality of the treated area.¿ it could not be determined if the removal of the system without use of fluoroscopy caused or contributed to the difficulties. The investigation could not determine the cause for the reported tip separation which led to the unexpected medical intervention, surgical procedure, occlusion, and, hospitalization. It may be possible, the thumbslide was not retracted and the system lock was not locked prior to removal which resulted in the tip catching in the stent; however, this could not be confirmed. Additionally, it was reported that the delivery system was removed without the use of fluoroscopy contrary to the IFU. Use of fluoroscopy during the removal step may have prevented the tip detachment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Na.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the superficial femoral artery that was moderately calcified and 70% stenosed. The nose cone tip detached from supera stent after deployment and traveled down the leg lodging in the anterior tibial and blocked the artery. Endovascular attempts to retrieve were unsuccessful so surgeon opened the patient to retrieve and remove the stent. At the end of the procedure, the patient was fine; just delayed procedure with extra intervention required. No additional information was provided.